Event description:
It was reported that: the pt was recently informed of the recall by his surgeon. The pt has had pain since surgery. In (B)(6) 2012, he contacted the surgeon about the pain and was advised to modify his activities. The pt reports daily pain when performing his job which requires extensive walking, using stairs, and standing for long periods. The pt notices slight swelling in his right hip. He also reports that his right leg is shorter than his left since surgery. The pt states he has severe arthritis. He has not seen his surgeon and is scheduling an appointment soon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the pt indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.